Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42s. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.